Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the blood glucose monitor displayed an inaccurate amount of active insulin. She had delivered 14.0 iu of insulin and the monitor displayed 17.1 iu of active insulin. No adverse event was reported. The alleged product was requested for evaluation.